Event description:
Selective internal radiation therapy (sirt) embolization. During the procedure, it was reported that the coil would not advance around a tight bend in the microcatheter and was found detached from the pusher when removed. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly and implant coil were returned for evaluation not attached. The tack weld was found to be broken and this likely caused the coil to detach.(B)(4).